Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 37 mg/dl at the time of the incident. She stated that she put in six batteries and the insulin pump is not connecting. While assisting the customer with troubleshooting, the customer¿s husband scrapped the contact on the battery cap and the display returned. Following the troubleshooting for the blank display, a failed battery test alarmed. After troubleshooting for the failed battery test alarm, customer was able to clear the alarm. She did not receive a failed battery test alarm. She declined to troubleshoot for her low blood glucose level and treated with sugar tablets. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer was advised to monitor the insulin pump and will be sent a replacement battery cap. The insulin pump will not be returned for analysis.